Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Correction made to evaluation results and component code grids.

Manufacturer narrative:
The initial "date received by manufacturer" on emdr 4046962 with MFR report # 3030677-2023-04521 should be 03nov2023.

Manufacturer narrative:
The initial "date received by manufacturer" on (B)(4) with MFR report # 3030677-2023-04521 should be 03august2023.